Event description:
Boston scientific (formerly cpi) received information that this implantable pulse generator (ipg) is exhibiting premature battery depletion the device was explanted and returned for analysis. No adverse patient effects were reported.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting premature battery depletion.

Manufacturer narrative:
The physician has elected to leave the ipg implanted and follow the patient at more regular intervals. Cpi will submit additional information if it becomes available. Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.